Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 117 mg/dl and 220 mg/dl. Caller states that the meter "flashed" 220 mg/dl during the test, so that the meter appeared to give two results from the same strip. Customer felt very shaky and weak, so his son called the paramedics. The paramedics arrived in about 5 minutes and tested the customer at 498 mg/dl. Customer was taken to the hospital, treated for high blood sugar (treatment not provided), and released. No delay in treatment reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.